Event description:
Litigation papers allege the patient suffered pain and discomfort in the right hip and fatigue. Papers also allege excessive levels of cobalt and chromium blood levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed at this time.

Event description:
Update 8/24/15 medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, metal debris, synovitis, bursitis, corrosion, and osteolysis. The stem and taper sleeve are being added for the alleged high metal ions and corrosion. The complaint was updated on:9/18/2015.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.